Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The surgeon was performing a laparoscopic cholecystectomy when the tip of the alligator grasper broke off into the patient's abdomen. The surgeon was able to retrieve the broken alligator grasper tip before closing the patient defect. The patient's condition was reported as fine.